Event description:
It was reported that a software error was detected, causing a malfunction, identified as code malf 0. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to report back if the issue recurs; the customer acknowledged understanding these instructions.